Event description:
It was reported that during an unk procedure, when the surgeon had the stapler in place, it was not possible to fire it, the staple line could not be released. Had to change staplers, high risk of intestinal damage. It happened when they were going to staple anastomosis to the rectum (colon anastomosis to the rectum). The consequence of the product not working: a new stapler was brought in and then it went well. No patient consequences were reported.

Manufacturer narrative:
(B)(4) date sent: 5/15/2026 b3: exact event date unk, entered 1/1/2026 as only the year was provided. D4: batch # a99p46. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot/batch number, a99p46, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.